Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care on (B)(6) 2019. The customer was admitted to hospice care on (B)(6) 2019. The cause of death as indicated by the reporting party was heart attack and stroke. The reporting party stated the time frame of health issues or illness was 45 years. The customer's blood glucose was unknown at the time of death. The caller indicated the customer was wearing the insulin pump at the time of passing. The caller also stated they were unsure if the customer had the insulin pump on when they got to the hospice. The caller was unsure if the customer used sensors. The caller indicated the customer's blood glucose was 22 mg/dl at the time of admission into the hospice. The caller stated they did not believe the insulin pump were part of the passing. The caller declined to return the insulin pump for analysis.